Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with high ketone levels. It was alleged that customer's high bg level was due to customer not wearing a dexcom sensor, however, cause was unable to be confirmed. Customer did not take any action to address their bg level. Customer was admitted into the emergency room (ER) due to high ketone levels and treated with intravenous saline and insulin fluids. Customer was released from the emergency room (ER) on (B)(6) 2023 with issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.